Event description:
While completing breast reduction using dermabond prineo as a dressing and final skin closure layer. While trying to apply mesh tape dispenser appeared to jam. Jamming caused the tape to stretch out and become unusable. This occurred with two dispensers both from the same lot number. The tape was removed and two new prineo units were opened. The new units worked appropriately.======================manufacturer response for dermabond taping, dermabond prineo (per site reporter).======================both units were red bagged and shipped back to ethicon for analysis.what was the original intended procedure?while completing breast reduction using dermabond prineo as a dressing and final skin closure layer. While trying to apply mesh tape.device #1is this a laboratory device or laboratory test?no.